Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and/or seizure. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and reader was found to be damaged due to use related issue. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and/or seizure. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.